Manufacturer narrative:
According to the complainant the device has been discarded and will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 36 and 48 hours. Upon realization of high bgs, the pod was removed from the infusion site (arm), and the pod's cannula was found bent. Additionally, it was reported that the bleeding from the infusion site. Information on treatment was not provided. The pod has been discarded.